Event description:
It was reported that the insulin pump alarmed compromised force sensor system during infusion set change. Troubleshooting was done. Customer's blood glucose was 300 mg/dl. Customer stated the drive support cap was flushed. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump alarmed during prime test due to faulty force sensor. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.